Manufacturer narrative:
The system was placed into diagnostics and the ph sensor was removed and inspected where it was found to have run out of fill solution. After refilling to the proper volume, it was returned to the system and the system became functional again. A shift of more than 50 mv is seen in the ph sensor when it was refilled. A post event visit indicated that customer had not refilled the internal fill on the ph sensors. Root cause is failure to perform ph sensor maintenance. The instrument is performing according to specifications.

Event description:
Customer reported discrepant ph results. Physician questioned initial results and had customer review quality control results. There was no impact to patient care. No treatment was provided or denied as a result of this event.